Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 6.0 and 4.5. The time between testing was 5 minutes on the same finger. Therapeutic range 2.5-3.5 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.